Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device had never targeted areas of sciatic pain, his left ankle and hip. The patient reported that the wiring of the device, couldn¿t make target adjustments as installed. The patient reported that the issue of the therapy never working right and the device not vibrating in areas he had pain was resolved, never worked as required. The patient reported that there was pain after use in his whole left side. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/spinal pain. It was reported that since implanted, therapy never worked right. Patient stated he was implanted in his hip to control pain in his sciatic nerve by his hip and on his foot. It was reported that the device did not vibrate in areas where he had pain. It was reported that the manufacturing representative (rep) tried to make it better and it did not become better. It was reported that the rep stated to try it and maybe patient would get used to it. Patient reported it was terrible. Patient reported that before implanted, the healthcare provider asked what side the patient slept on. Patient responded "on my back". Healthcare provider implanted neurostimulator (ins) right on his back, right up his belt line where pants are. Patient reported it was terrible and aggravating. Patient stated it never worked for him. Patient called today to get assistance to get in touch with the rep. Patient was directed to follow up with healthcare provider. No further complications were reported or anticipated.